Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "rupture" and "exchange due to concerns with the product" diagnosed via ultrasound. Healthcare professional later confirmed the event. Later, healthcare professional reported "total rupture" and "extracapsular silicone". This record is for the right side. The device was explanted, replaced and discarded.

Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and exchange due to concerns with the product. Healthcare professional later confirmed the events. The device remains implanted.